Manufacturer narrative:
It appears that the blade assembly was mounted in a handpiece and dropped. Our investigation shows the break was from an impact such as device being dropped. Additional device evaluation: the review of the sample showed that the tip of the case had a dimple indicating an impact with a hard surface. The impact could have occurred with the blade assembly mounted in a handpiece and then either dropped or hit on a hard surface during handling.

Event description:
Blade broke during surgery. There were no injuries in this event.

Event description:
Blade broke during surgery. There were no injuries in this event.

Manufacturer narrative:
It appears that the blade assembly was mounted in a handpiece and dropped. Our investigation shows the break was from an impact such as device being dropped.

Event description:
Blade broke during surgery. There were no injuries in this event.